Event description:
It was reported that there was high impedance on the right ventricular lead, and no capture on the atrial lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.